Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the study stent was patent and the stent thrombosis was noted in proximal to mid left anterior descending (lad) artery of unknown historical stent. It was further reported that at the time of the event, the patient also presented with burning sensation while coughing and chest tightness. The patient was hospitalized on the same day. Electrocardiogram (ECG) revealed inferior infarct, anterolateral infarct and abnormal ECG. Coronary angiography revealed a patent study stent located in the distal lad, and 100% proximal stenosis with thrombus noted in the previously placed unspecified historical stent located in the proximal left anterior descending (lad) artery to mid lad. The 100% proximal stenosis was treated with clot extraction followed by placement of a 3.00 x 24 mm and a 3.00 x 20 mm promus element plus drug eluting stents. Following post dilation, residual stenosis was 0%.

Event description:
It was further reported that at the time of the event stent thrombosis was noted in the left anterior descending (lad) artery and patient was also discharged on brilinta.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-04827. (B)(4). It was reported that myocardial infarction (mi) and stent thrombosis occurred. In (B)(6) 2010, the patient was presented with chest pain associated with diaphoresis and nausea. The patient was diagnosed with non q-wave non st elevation myocardial infarction and cardiac catheterization was recommended. Subsequently, coronary angiography and the index procedure were performed. The target lesion #1 was a de novo lesion located in the distal left anterior descending (lad) artery with 90% stenosis and was 20 mm long with a reference vessel diameter of 2.50 mm. The lesion was treated with pre-dilatation and placement of a 2.50 x 28 mm taxus® liberté® stent. Following post-dilatation, residual stenosis was 0%. Two days post procedure, subacute stent thrombosis in distal lad was noted. The physician treated it with thrombectomy and placement of a 2.50 x 12 mm taxus® liberté® stent in an overlapping fashion with the previously placed study stent 2.50 x 28 mm taxus® liberté® stent in distal lad. Four days post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient was presented with ischemic symptoms and patient was hospitalized. The creatine kinase (ck) and troponin values were found to be elevated and cardiac enzymes were not consistent with mi. The patient was diagnosed with non q-wave acute myocardial infarction and cardiac catheterization was recommended. At the time of event, it is unknown whether the patient was on aspirin and other antiplatelet medication. Also, the study drug was last taken on (B)(6) 2013. Coronary angiography was performed and revealed 100% occlusion in proximal to distal lad and stent thrombosis in the 2.50 x 12 mm taxus® liberté® stent previously deployed in distal vessel. The physician treated the lesion with placement of an unspecified stent. Two days post procedure, the events (mi and stent thrombosis) were considered to be resolved without residual effects and the patient was discharged on aspirin.